Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the physician was retracting the guidewire when the wire "split". At this time, the guidewire punctured the physician's finger tip. Update indicates the guidewire frayed and did not separate. There were no patient complications reported. It was asked if the physician was exposed to any communicable diseases,and they were not given an answer as the incident occurred in may.